Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had exhibited high capture thresholds and sensing anomaly. During pulse generator change out the right atrial lead was capped and replaced successfully. The patient presented asymptomatic. The patient would continue to be monitored.